Event description:
Reportedly, the stapler fired with an incomplete staple line. The procedure was changed to include colon/ j-pouch anastomosis, mobilization of the splenic flexure and a diverting loop ileostomy. The procedure time increased from 2 1/2 hrs to 5 1/2 hrs. In 2003, a test was completed at facility on the ta stapler. It was found that the stapler was not fired and the staples fired properly into foam. Procedure: restorative procto-colectomy. Coloanal anastomosis for tissue mass.